Manufacturer narrative:
The field service engineer replaced the catalytic decomp filter, oil mist filter and male connector tube. Unit meets specifications and was returned to service on (B)(4) 2014.

Manufacturer narrative:
Manufacturer date: 01/16/2010. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (12/15/2013 to 06/13/2014) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from july 2013 through june 2014 and revealed a significant trend which is addressed in CAPA. ¿ the fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. ¿ the shuma indicates the risk is broadly acceptable for moderate level injury and as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. ¿ the oil mist filter was returned and tested. The part was able to pass a test cycle with no odor detected. The reason for return was not confirmed. ¿ the catalytic converter was returned and tested. The part was able to pass functional testing. The reason for return was not confirmed. ¿ the connector was returned and tested. The part was able to pass functional testing with no problem found. The reason for return was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.